Event description:
The nurse was attempting to plug in the cautery cord while the machine was being used. Exposed wires on the cord came in contact with the nurse's left palm and the wiring burnt the nurse's palm. The nurse received a minor electrical burn that required minor treatment. There was no injury to any other staff or the patient.the following recurrence prevention occurred: remind equipment room staff that pre-use and post-use inspection for electrical cord continuity is a required process. Surgical staff to also make sure that there are no exposed wires. Also to be aware to plug cord into the machine while the machine is being used.